Event description:
It was reported that the customer had high blood glucose levels of 400mg/dl. Customer's blood glucose level at the time 411mg/dl. Troubleshooting occured. It was found that the pump had received a no delivery alarm. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No unexpected low reservoir alarm or excess "no delivery" alarm noted. No delivery alarm functioned properly. Unit had normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked reservoir tube lip.